Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 774372) inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Amendment: the report was amended for the following reason: this report was detected to be a duplicate of a follow up report received on (B)(6) 2020 : record # nl-bayer-2020-024565 which will be deleted from bayer safety database after all information was transferred to this duplicate record # nl-bayer-2019-141340 which will be retained. New: new reporter - a lawyer - was added. Patient's initials were amended (one letter added). Birth date was added. Essure lot number was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Quality-safety evaluation of ptc: unable to confirm complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('very severe bleeding during menstruations') in an adult female patient who had essure (batch no. 774372) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain in extremity ("pain in her legs"), arthralgia ("pain in hips"), mental disorder ("psychological problems"), tooth disorder ("dental problems"), alopecia ("hair loss"), mood swings ("intense mood swings") and basedow's disease ("graves' disease"). The patient was treated with surgery (endometrial ablation; essure removal along with fallopian tubes). Essure was removed in (B)(6) 2016. At the time of the report, the menorrhagia, mental disorder, tooth disorder, mood swings and basedow's disease was resolving and the pain in extremity, arthralgia and alopecia had resolved. The reporter considered alopecia, arthralgia, basedow's disease, menorrhagia, mental disorder, mood swings, pain in extremity and tooth disorder to be related to essure. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Lot number: 774372 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: event "xenobiotic material removed" updated to "very severe bleeding during menstruations", essure removal date added; events "pain in her legs", "pain in hips", "psychological problems", "dental problems", "hair loss", "intense mood swings" and "graves' disease" added to case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('very severe bleeding during menstruations') in an adult female patient who had essure (batch no. 774372) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain in extremity ("pain in her legs"), arthralgia ("pain in hips"), mental disorder ("psychological problems"), tooth disorder ("dental problems"), alopecia ("hair loss"), mood swings ("intense mood swings"), basedow's disease ("graves' disease"), amnesia ("amnesia") and face oedema ("fluid in her face"). The patient was treated with surgery (endometrial ablation; essure removal along with fallopian tubes). Essure was removed in (B)(6) 2016. At the time of the report, the menorrhagia, mental disorder, tooth disorder, mood swings and basedow's disease was resolving and the pain in extremity, arthralgia, alopecia, amnesia and face oedema had resolved. The reporter considered alopecia, amnesia, arthralgia, basedow's disease, face oedema, menorrhagia, mental disorder, mood swings, pain in extremity and tooth disorder to be related to essure. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. She is feeling better since the removal of essure, but has not fully recovered. Lot number: 774372, manufacture date: 2010-08, expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: new reporter was added (lawyer) and the follow events were added: amnesia, fluid in her face. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('very severe bleeding during menstruations') in an adult female patient who had essure (batch no. 774372) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain in extremity ("pain in her legs"), arthralgia ("pain in hips"), mental disorder ("psychological problems"), tooth disorder ("dental problems"), alopecia ("hair loss"), mood swings ("intense mood swings"), basedow's disease ("graves' disease"), amnesia ("amnesia") and face oedema ("fluid in her face"). The patient was treated with surgery (endometrial ablation; essure removal along with fallopian tubes). Essure was removed in (B)(6) 2016. At the time of the report, the menorrhagia, mental disorder, tooth disorder, mood swings and basedow's disease was resolving and the pain in extremity, arthralgia, alopecia, amnesia and face oedema had resolved. The reporter considered alopecia, amnesia, arthralgia, basedow's disease, face oedema, menorrhagia, mental disorder, mood swings, pain in extremity and tooth disorder to be related to essure. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. She is feeling better since the removal of essure, but has not fully recovered. Lot number: 774372. Manufacture date: 2010-08. Expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: new reporter was added (lawyer) and the follow events were added: amnesia, fluid in her face. Amendment: due to internal review last follow up was not received on 24-sep-2020 but on 04-jan-2021. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 774372) inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of device). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Lot number: 774372, manufacture date: 2010-08, expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.